Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a damaged intraocular lens iol; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, two iols were damaged when injecting the iol with the company injector. One of the iols had to be exchanged. There was no patient harm reported. Additional information has been received stating lens loaded into the cartridge correctly but when implanted into patient the lens appeared to be stress cracks along the edge of the lens. As per surgeon¿s prognosis stress cracks should case no issues. The surgery was completed on same day with no additional concerns or patient harm and implantation went well, lens left implanted.